Event description:
The buyer at the facility initially reported in 2009 "secondary kicks off to the primary after running for a short time" during programming on a flo-gard device. The on duty registered nurse reported to baxter 2 days later that this event occurred during patient infusion about 4 days prior with the following details noted: a male was being treated at this facility for bacterial pneumonia with a primary infusion of 0.9% normal saline solution (nss) at a rate of 30cc/hr and a secondary infusion of rocephin 1gm at a rate of 100cc/hr. The nurse went in to check on the infusion, and noted the nss was infusing and only 15cc of the rocephin had been infused. The nurse again programmed the device to infuse the rocephin at a rate of 200cc/hr due to the antibiotic needing to be infused prior to the patients transport to another facility. The pump again switched from the secondary infusion of rocephin to the primary infusion of nss (amount of antibiotic delivered the second time was unknown). The ambulance arrived at the facility and transported the patient and the pump via ambulance to another facility, and again reported that they could not get the secondary infusion to deliver as programmed. The pump was switched for another device, but the infusion was not completed as ordered prior to the arrival at the second hospital. The patient is currently at another facility in the intensive care unit on hospice and the diagnosis was changed from bacterial pneumonia to viral pneumonia. The rn stated there were no adverse events associated with this event, but there was an obvious failure to deliver medication as ordered. This device was returned to baxter for evaluation.

Event description:
It has been reported by our foreign office that a revision surgery is scheduled, due to patella disassociation. At this time, the date of the revision surgery is unk.

Manufacturer narrative:
(B) (4) evaluation summary: a baxter service technician evaluated the pump. The reported condition of a pump with a secondary infusion that kicks off to the primary infusion after running for a short time was not confirmed during service. The secondary program delivered the amount entered into the volume to be infused (vtbi) then switched to the primary infusion as programmed. The device was shipped back to the customer. There were no upgrades or repairs performed on this device.

Manufacturer narrative:
The device was received for evaluation by baxter, but the evaluation has not been completed as of this report. A follow-up report will be filed upon completion of the evaluation.